Event description:
It was reported that while testing for sars-cov-2 using bd veritor ¿ at-home covid-19 test the patient received a discrepant result. Using the bd veritor ¿ at-home covid-19 test the patient received a negative result. Using a test from a separate company the patient tested positive. This event occurred 1 time. There is no indication that false results were reported to health practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: comparing bd test with another test and they are different results. Ours read negative and the other reading positive but bd kit is older than the other which just came out test sticks reading different. (B)(4).

Manufacturer narrative:
Medical device expiration date: unknown. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Manufacturer narrative:
H6 investigation summary : this summarizes the investigation results regarding a complaint that alleges the ¿customer received discrepant results¿; the bd veritor at home covid-19 tests (material # 256094), batch number 2005250 ¿was negative and a different manufacture¿s test was positive.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The bd veritor at home covid-19 test results cannot be visually interpreted. Instructions for other tests cannot be applied to this test. The test requires the use of a smartphone along with the scanwell® health app. The app provides the user with step-by-step testing instructions, analysis, interpretation and test results. The customer was attempting to interpret the test results without the app. The root cause was traced to user - failure to follow instructions. Currently, there are no adverse trends identified for discrepant results. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported that while testing for sars-cov-2 using bd veritor ¿ at-home covid-19 test the patient received a discrepant result. Using the bd veritor ¿ at-home covid-19 test the patient received a negative result. Using a test from a separate company the patient tested positive. This event occurred 1 time. There is no indication that false results were reported to health practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: comparing bd test with another test and they are different results. Ours read negative and the other reading positive but bd kit is older than the other which just came out test sticks reading different eua (B)(4).